Manufacturer narrative:
The information provided in this medwatch is a duplicate of another medwatch report submitted to the FDA, 1625425-2021-01079. This medwatch is void.

Event description:
Vena cava filter has a plastic wrapping on the legs. Prevented it from opening. Had to snare the filter and remove it. No injury to pt. Different brand filter used, case successfully completed.

Manufacturer narrative:
Customer has indicated the sample is available for evaluation. A follow-up report will be submitted once the sample has been received and reviewed.

Event description:
Vena cava filter has a plastic wrapping on the legs. Prevented it from opening. Had to snare the filter and remove it. No injury to pt. Different brand filter used, case successfully completed.